Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out and the procedure was completed with another of same balloon. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen. At 47mm from the tip of the device the guidewire lumen was buckled for a length of 6mm. The buckle contained a prolapse of the lumen and a puncture hole consistent with an interaction of a guidewire. The balloon was loosely folded, and contrast was present. Product analysis cannot confirm the reported event as the device could not be functionally tested or inflated to detect reported balloon burst due to the punctured guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out and the procedure was completed with another of same balloon. There were no patient complications reported and the patient was stable.